Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented during follow up showing decreased sensing on the rv lead. Lead was extracted and replaced. Patient was stable post-procedure.